Manufacturer narrative:
H. 11 corrected data: h.6 event problem evalucation codes the correct health effect - clinical code is "1888 - hemorrhage/bleeding".

Manufacturer narrative:
The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions related to the reported event. The procedure was completed without any delay. A review of the device history record (DHR) for lot number 18c01204 was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system. The review indicated that the system met all required specifications when released for distribution. A review for similar complaints was performed on lot number 18c01204, which confirmed that there were no other similar events reported on this lot. The aquabeam robotic system's user manual (um), um220101, rev. E, was reviewed and "bleeding" is listed as a potential perioperative risk of the aquablation procedure. The system was not returned for investigation of this event. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on the review of the log file, DHR, and um, the event is considered not to be device related. For corrected data, please refer to catalog #. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male underwent aquablation procedure. After discharge, patient returned to the hospital due to retention and was operated on for more tissue resection. There was no device malfunction noted during the aquablation procedure and the patient was reported doing fine after the additional tissue resection procedure. No further sequalae was reported.